Event description:
It was reported that the customer's pump battery would not charge despite trying different outlets and charging cables. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for a replacement pump to be shipped and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was knowledgeable about returning the faulty pump using a pre-paid label and putting it into storage mode.